Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: 2004-(B)(4), product type extension product ID 3387-40, lot# j0348833v, implanted: 2003-(B)(6), product type lead, product ID 3387-40, lot# j0348833v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 3387-40, lot# j0348833v, implanted: 2003-(B)(6), product type lead, product ID 3387-40, lot# j0348833v, implanted: 2003-(B)(6), product type lead. (B)(4).

Event description:
The patient had a lengthy discussion with his neurologist and it was decided that the devices were not helping him. The devices never apparently made any significant difference with his dystonia torticollis. The settings have been at the maximum with no real improvement so he was giving up. The patient was curious if there was any physical danger of leaving the battery packs in his chest. The devices went dead in (B)(6) of 2013. He did not look forward to the surgery, although minor to remove the devices. It was additionally reported that he decided to not go forward with any further therapy but also wondered if it was okay to leave the leads in the body in addition to the ins. The ins occasionally catches on t-shirts due to the top of the ins protruding above the rest of the unit, ¿it¿s like the leads at the top is like it¿s bent towards the outside¿. It was noted that his fingers do not work as well as they used to. Additional information has been requested. Reference manufacturer report# 3004209178-2013-20637.